Event description:
It was reported that the lead dislodged. During the repositioning procedure, the suture sleeve was found to be loose and not fixed to the lead so the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.